Event description:
Pt was found without pulse. Probe was connected to pt's finger, but discovered cord connection became disconnected. Pulse oximeter alarm turned down to low to register an audible alarm.